Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and all release criteria was met. The closure device was successfully released and implanted in the laa of the patient. While the physician removed the was and wds out of the patient the closure device was rechecked. At this time it was noted that there was a mobile thrombus on the mitral side of the closure device. The physician removed the was and wds from the patient and did not perform any intervention. The patient did not experience any consequences as a result of this event. The plan was for the patient to be discharged as planned the next the day. The patient was given lovenox every 12 hours to take while they remained in the hospital. Upon discharge the patient will be on an eliquis medical regimen.